Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that the firefly was not working. The camera cable and the light guide cable were inspected and confirmed to both be tight. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and assisted the customer in restoring to factory settings on the camera and install another firefly endoscope, but the issue remained. The customer continued the procedure without firefly and requested for a field service engineer (fse) to check the system. Customer did have another firefly camera head. The procedure was completed as planned with no patient harm. Isi received user facility report#: (B)(4) stating: during a scheduled robot assist cholecystectomy, the si firefly component failed. The provider converted to an open cholecystectomy and the patient was converted to an admitted status vs. Outpatient. Isi followed up with the initial reporter and obtained additional information: the open procedure was completed successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the issue as the illuminator went bad and the light would not turn on anymore. Fse attempted to switch camera heads, but nothing changed. New illuminator was then installed. Firefly was tested on the troubleshooting pad with the icb dye, and it worked properly. The system was tested and verified ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The illuminator was installed on an in-house system and powered on. The white balance and calibration were performed successfully. Fluorescent imaging was working. It was determined that the reported issue was an intermittent issue.